Event description:
It was reported that while placing the bravo ph monitor the capsule did not attach to the pt's esophagus. The capsule fell off into the pt's mouth. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough info to determine the root cause of the failure. The capsule was returned separate from the delivery system. The trocar needle was advanced with no blood/tissue present. The plunger was fully depressed and retracted. The analyst did a visual inspection of the push/pull wires and found no abnormalities.